Event description:
It was reported the pt complained of pain at her lead site which has occurred since (B)(6) 2012. The pt underwent surgery on (B)(6) 2013 to have an ipg re-implanted (reference MFR report: 1627487-2012-09107). Intra-operative testing of the lead showed invalid impedance readings, and troubleshooting in the operating room did not resolve the issue. The physician decided to leave the lead implanted and will refer the pt to a surgeon for a lead revision.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.